Manufacturer narrative:
No serious injury reported. User alleges the rail became loose from the bed as they leaned on the rail getting out of their bed. User is alleging unknown injuries at this time. Nature of complaint suggests device was improperly loaded. Bed rails are not an assist rail for getting into or out of bed. Current user guide covers this area. No serial number has been provided of the alleged bedrails involved in the incident. MDR filed as a conservative measure based on alleged injury.

Event description:
The consumer leaned to get out of bed when the bed rail allegedly became loose from the bed, causing her to fall. Although injury is alleged, the extent and specific injury is not known.